Event description:
This lead had a gradual increase in impedances with the last being recorded at 2100 ohms. The physician decided to explant and replace the lead. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed abrasion marks between 40 cm and 43 cm, which most likely resulted due to constant friction against another implantable device such as a nearby lead. However, the values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. After cleaning the fixation helix from coagulated blood and tissue residuals, it could be properly deployed and retracted. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.